Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing of short interval counts (sic) and non-sustained ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.